Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg became inoperable. As a result ipg was explanted and replaced, resolving the issue.